Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. The product catalog and lot numbers were not reported; UDI unavailable. Initial reporter phone: (B)(6). The lot number is not known; therefore, a device history record review cannot be completed. Catheter obstruction with loss of cerebral target is a known potential issues associated with the use of the device. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. The instructions for use (IFU) wants to never advance or withdraw an intraluminal device against resistance. Movement or force of catheter or guide wire against resistance could dislodge a clot, perforate a vessel wall, or severely damage the catheter and/or guide wire. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2022-00831.

Event description:
As reported by the field, during a stent assist coil embolization, an unspecified microcatheter (mc) was placed in apex of the basilar artery, during the process of retracting the microcatheter to release an enterprise2 4mmx23mm intracranial stent (encr402312, 7044264). The physician wanted to withdraw the stent to reposition and tried to retract the stent before recapturing limit point. But the stent was impeded in the microcatheter and could not be retracted. The physician retracted the stent and microcatheter, then switched a new stent to complete the surgery. There was no patient injury report. The treatment was basilar artery stenosis. Additional information received indicated that the there was difficulty removing the delivery wire through the vessel. They were unable to remove the delivery wire at all. It is unknown if additional intervention was required. The stent did remain patent without damage. The reason for having to reposition the stent was due to the original position was not satisfied. The microcatheter used was a prowler select plus (product/lot unknown). There were no procedural delays due to the event.